Event description:
It was reported that the patient made a mistake and did not connect prior to starting their automated peritoneal dialysis therapy. The patient explained that they checked the patient line, pressed go on the homechoice (hc) device and the device went into initial drain. The patient was not connected at that moment, but ended up connecting once they realized that the hc was trying to drain. The technical service representative (tsr) advised the patient to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient made a mistake by initiating therapy prior to being connected. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.